Event description:
This rv lead was implanted on (B)(6) 2003. A call to technical services (ts) on (B)(6) 2012 states that rep is working with rep at (B)(6) hospital . The rv pace impedance had one daily measurement that was >2,000 ohms back in the beginning of may. Besides the one measurement >2,000 the lead has been trending in the 600s. Ts asked about other measurements. Rep stated that all other rv lead measurements were good. Ts asked if there was any noise. No noise seen and no events with noise. Ts recommended to do full lead diagnostics. Rep stated that the patient has left. Rep stated that the patient will be coming in next week. Ts discussed to manipulate the pocket and do isometrics while taking multiple impedance measurements and also look for noise. Gather as much lead diagnostics and present it to the md and ultimately he needs to make the decision and how to proceed with the potential issue. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).